Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, scanner was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was making a weird beeping noise. The field service engineer (fse) checked the cable and found a cut in it. The fse replaced the barcode scanner cable and resolved the issue. The customer performed an inventory count using the barcode scanner. The system functioned as intended after the field service engineer repaired the device.